Event description:
The patient is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the patient received a durom us acetabular component 50/44 j on the right side on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be field. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on october 05, 2015 to enter additional information which had been received on september 25, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
The patient was revised due to pain,loosening and pseudotumor .